Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment. Results: manufacturing files were reviewed and no issues were found. The possible root causes of the tip fracture was a cantilever load applied during screw insertion (if the driver tip was not fully seated into the screw head, as identified in the surgical technique) and/or the age of the instrument (found to be approximately four years old) so the cause is multi-factoral. Conclusion: the possible root causes of the tip fracture was a cantilever load applied during screw insertion (if the driver tip was not fully seated into the screw head, as identified in the surgical technique) and/or the age of the instrument (found to be approximately four years old) so the cause is multi-factoral.

Event description:
It was reported that a click was heard at the very end of implanting the last screw. After inspecting the screw driver it appeared that the tip had come loose.

Event description:
It was reported that a click was heard at the very end of implanting the last screw. After inspecting the screw driver it appeared that the tip had come loose.